Event description:
It was reported that during a carotid artery stenting treatment procedure a hole was found in the filter basket. The physician had trouble loading the wallstent onto the filterwire, the wire was not coming out of the monorail port. They used the same filterwire with a thruway .014 wire on the back table to make sure that it was not the wallstent that had an issue, and it went through fine. There was only a 2-3 minute delay. The case was completed with the original filterwire with difficulties. When they removed the filterwire out of the retrieval sheath they noticed the basket had a large hole in it. There were no further complications reported and the patient condition is reported as fine. The patient is said to be doing well.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned and there are traces of blood on the surface and in the retrieval sheath where the filter bag exits. The wire torquer, the retrieval sheath were not returned. During visual and microscope examination of the returned device, the filter bag is noted to be fully deployed. The radiopaque tip was slightly wavy and had a j curve at tip. The protection wire is in the retrieval sheath for about 21mm near where the filter bag exits. This sheath and wire show no kinks. The filter bag has a rip / hole about 2.24 mm long by 0.94 mm wide. The material for the hole is still attached to the bag as a flap. The nosecone is bent at the proximal end near the filter bag. Using a clean/ functional wire torquer, was able the retract filter bag back into retrieval sheath. Dried blood in sheath makes it difficult to deploy the filter bag again. It gets jammed within the sheath. With enough force the filter bag was redeployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure a hole was found in the filter basket. The physician had trouble loading the wallstent onto the filterwire, the wire was not coming out of the monorail port. They used the same filterwire with a thruway .014 wire on the back table to make sure that it was not the wallstent that had an issue, and it went through fine. There was only a 2-3 minute delay. The case was completed with the original filterwire with difficulties. When they removed the filterwire out of the retrieval sheath they noticed the basket had a large hole in it. There were no further complications reported and the patient condition is reported as fine. The patient is said to be doing well.